Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets would not prime. The reporter stated that all clamps were open and there was no damage to the shipping carton. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspections were performed and noted that both sets were partially primed. Both samples were functionally tested to prime. One sample primed and flowed normally, the other failed to prime. The reported condition was not verified for the first samples, however it was verified for the second sample. The cause was determined to be related to human error during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Further visual inspection of the second sample revealed that there was excessive solvent on the check valve tubing joint. The cause of the condition was determined to be excessive solvent applied during automated assembly during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.